Event description:
According to the reporter, during a laparoscopic total hysterectomy with bilateral salpingo-oophorectomy, a suture with needle was used to close the vaginal cuff. During suturing, needle¿suture separation occurred at the connection site. The surgeon immediately suspended the suturing which delayed the procedure, inspected the surgical field to confirm that no foreign material remained, and replaced the suture to resolve the issue. Vaginal cuff closure was then restarted and completed smoothly. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.